Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284trk device, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high impedance with a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.